Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or frozen screen noted. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's keypad was unresponsive. Customer reported that a button error alarm was returned after a battery change. Blood glucose level was not provided. No further information was provided.